Manufacturer narrative:
We are awaiting the return of the device for investigation and will submit the follow-up report once the evaluation is completed.

Event description:
The physician attached the graft to the tunneler and pulled the graft through the tunneled area in the patient's upper arm. The graft began to unravel in the protective plastic covering. The graft was removed along with the protective covering and a new graft was used for the procedure without incident.

Manufacturer narrative:
The returned graft was received and inspected. The graft was still inside the inner clear sheath. The returned graft was slightly contaminated with blood and biological tissues. The initial visual inspection revealed that covering material on one end of the graft delaminated. The other end did not exhibit any damage. No other defects were observed on the returned graft. The graft was measured for length and the graft measured approximately 48cm in length. The flixene graft is a three layer graft. The third layer, which is the cover, is a thin material applied over a wrapped base graft. The three layers form a graft with average wall thickness of 0.033". The covering material on the returned graft became delaminated during implantation, as reported. The investigation did not reveal any obvious reasons for the cover to delaminate. The device history record and manufacturing process steps of this lot were reviewed and there were no discrepancies found. The lot met all specifications.